Event description:
The customer reported getting a red x and the device failed the pads ECG portion of the opcheck. The device delivered a test shock. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported getting a red x and the device failed the pads ECG portion of the opcheck. The device delivered a test shock. No pt involvement was reported. The device was evaluated at philips. The red x was cleared by running the opcheck. The symptom could not be duplicated. We are considering this a malfunction. We cannot determine the cause since the symptom could not be duplicated.